Manufacturer narrative:
On (B)(6) 2016, the customer reported to have successfully started insulin therapy on the replacement pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 450 mg/dl with a large level of ketones. The customer changed the supplies on the pump and the high bg was addressed. The bg level lowered to 220 mg/dl. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.